Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2014, for a device product that is considered same/similar to a us marketed device (reach j&j floss waxed mint). This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8041101-2014-00006. The manufacturer report number for the second product in this case is 8041101-2014-00007. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a male consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer noticed that the two of johnson and johnson reach dental floss which were bought for flossing had their metal piece broken (lot number 1352d, expiration date unspecified). This report had no adverse event. The consumer reported lot number, 1352d, was reviewed and indicated that johnson and johnson reach waxed floss mint lot 1352d was released for distribution and no deviation reports were generated for this lot. Family trend analysis was conducted for this complaint and did not identify an adverse trend for this lot and product family. The retain sample evaluation, device history records review and manufacturing related issues linked in this complaint were performed and demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. A review of the data associated with this complaint revealed no unfavorable trends and no trend involving lot number 1352d. The field sample had not been received to date for evaluation. The final packaging records were reviewed and all quality checks for all in-process testing meet specification. The disposition for this complaint was undetermined. Complaint trends will continue to be monitored. This report was considered as a reportable malfunction case in the united states.